Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. Patient's father reported patient sought medical intervention regarding a skin reaction that included hardness and pus at the insertion site. Patient's doctor prescribed flucloxacillin for 7 days as medical treatment. At the time of contact, patient was fine. It was indicated that sensor was worn greater than 10 days, which is off label usage/misuse of the device. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.